Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), alopecia ("loosing my hair") and mood swings ("mood swings"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, alopecia and mood swings outcome was unknown. The reporter considered alopecia, genital haemorrhage, mood swings and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿pelvic pain, genital hemorrhage, alopecia, mood swings". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: social media received. Explant details added. Case becomes incident. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.